Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, insufficient blood flow was seen with one patient sample. No adverse impact was reported regarding the patient or user.